Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found with cracks on the front panel and missing am/relief knob caps. Functional testing found all leds were not working, the battery was loose in the compartment. The root cause of the reported issue was found to be user interface; the battery compartment tabs had been modified physically causing the positive and negative terminals on the MRI battery to not make contact. Replaced electrical chassis, front panel and 4 small end caps. Installed MRI battery, sintered filter, and o-rings. Device passed all functional testing.

Event description:
It was reported that the lights do not come on. Not sensing when disconnected. No additional information.

Manufacturer narrative:
Additional info received via email 25-apr-2022. Event date updated. It was on a patient when no lights or sounds went off when the o2 connection was so slightly disconnected that you really couldn't notice in a quick assessment when the patient started to have the oxygen level drop. Disconnected the patient from the vent and started to bag the patient.